Event description:
This report summarizes one malfunction. A review of the events indicated that model 87160000 implantable port experienced a missing component. This report was received from one source. The device was not used in the patient. Patient age, weight, and gender were not provided.